Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 made a clicking sound when it opened, and the pkt e3 cubie lid would not open. The cubie kept failing once the storage space was recovered and would not open. A field service engineer observed that drawer 7 (pyxibus matrix) would not pop out farther than about one quarter inch, requiring manual pulling to open it. The field service engineer adjusted the spring on the drawer's rear chassis to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, a drawer/cubie failed and could not be recovered. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.